Event description:
The er320 was used during a laparoscopic cholecystectomy. It was reported the device would not produce properly formed staples. There was no consequence to the pt. 09/08/97 the case was completed with ligaclips and suture.

Manufacturer narrative:
Tracking #.45173. Dd5,6; h4: info not available, device not returned for analysis.